Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 40 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 42 reported events are included in this follow-up record. Product return status 42 devices were received. Event confirmation status 30 reported events were confirmed. 12 reported events were not confirmed. Evaluation results (B)(4) devices were found to be affected by a worn or damaged trigger assembly. 10 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by widespread corrosion 1 device was found to be affected by a damaged e-box. 2 devices had no problem found.

Event description:
This report summarizes <noe> 42 </noe> malfunction events in which the device had run-on. 33 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 40 events were reported for this quarter. Product return status: 31 devices were received. 9 device investigation types have not yet been determined. Event confirmation status: 20 reported events were confirmed. 11 reported events were not confirmed. Evaluation results: 21 devices were found to be affected by a worn or damaged trigger assembly. 7 devices were found to be affected by corrosion. 1 device was found to be affected by a damaged e-box. 2 devices had no problem found. Additional information: 40 devices were not labeled for single-use. 40 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 40 </noe> malfunction events in which the device had run-on. 31 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 8 events had patient involvement; no patient impact.